Event description:
A report was received that the patient was experiencing tenderness at the incisional site overlying the ipg and difficulty charging. Ipg appeared rotated upon palpation. Radiographic evaluation was done which confirmed malposition and rotation of the ipg. The patient underwent a pocket revision and patient was doing well postoperatively.